Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient with a corail prosthesis, which presented loosening in its metaphyseal part, scheduled for a hip revision, a hip separator system, corail, reclaim were used. At the time of making the implant extraction, the surgeon began to use the extraction pieces that the revision separator team had, which was not enough, he decided to use the piece of definitive impact (this piece was the same in which the final stem was mounted on a corail) (reference (B)(4)), dr says that this is the exact part to be able to make the same implant removal, but an attachment is necessary that must be screwed into the proximal part of the instrument; which we don't have. The surgeon tried different ways to remove the implant for many hours, but it was not possible. The procedure took longer than expected, he decided to use a last piece (reference (B)(4)) of the review separator equipment, but this piece was with the damaged thread, and it was not possible to attach it in the pactor-extractor. Finally, the surgeon used a piece of another competing company, which he assembled with one of our pieces, and it was this that made it possible to remove the implant. The procedure continued without any other novelty.